Event description:
Reporter called to report an malfunction with her father's mechanical hoyer lift. On (B)(6) 2026, around 3:30 pm patient fell face first from lift. He suffered a broken hip, abrasion to his face, and right hip bruising. The daughter claims the facility her dad resides at uses faulty lifts and this could cause more harm in the future.